Event description:
A customer contacted global technical service (gts) regarding a system error 2240, which occurred on the home choice pro (hcp) during drain 3 of 4. The technical service representative (tsr) explained the alarm and helped the home patient (hp) clear the alarm. Per the hp the display then said high drain (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria). The tsr explained the alarm. The hp stated that they would continue to use the hcp and call gts if they had any other problems. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The nurse stated that she was not aware of the system error 2240 or the high drain alarm. The rn stated that the patient ended peritoneal dialysis (pd) therapy on (B)(6) 2012 because they were towards the end of their life. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.